Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, explanted: (B)(6) 2019, product type: lead, foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) and lead was explanted due to an infection at the ins implant site. It was unknown when and how the infection had occurred. The patient was discharged in a recovered stated as of (B)(6) 2020. No further complications were reported or anticipated.